Manufacturer narrative:
The technician found while performing a between patient inspection that the right intermediate side rail has a broken center arm, most likely due to force such as in being hit while in transport or patient leaning on side rail. The technician replaced the right intermediate side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right intermediate side rail does not stay in the latched position. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).